Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with generalized weakness for five days. The low voltage lead was explanted and replaced. No further patient complications have been reported as a result of this event.